Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped below 60 mg/dl. The patient reported having an accident. A cart ran the patient over and they fell back and hit their head. At the hospital the patient received staples on head wound, a cat scan was performed and glucose was given. The patient was released a few hours later.